Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an occlusion alarm. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes - updated. The suspect device was returned for evaluation. The device was visually inspected and found that there was delaminated downstream occlusion (dso) seal. The event history log (ehl) was reviewed, and the problem reported by the customer could not be replicated in the ehl. During the functional testing, the customer reported issue was stated that the pump activates an alarm during an occlusion and it was able to be duplicated. The issue was determined to be caused by a defective downstream occlusion (dso) sensor, which resulted in the sensor losing its factory calibration data. The problem was resolved by replacing the dso seal and recalibrating the dso sensor. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.